Event description:
A site biomed representative reported that while in a procedure, the navigation system camera was cycling power. No further details regarding the reported issue, or when in the surgery it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information was not made available from the site. On 06/30/2015 a medtronic representative, following-up at the site, noted the reported issue could not be replicated. Reviewed event logs in ndi configuration toolbox and they did not indicate any adverse events ever occurring with either the polaris spectra system control unit (scu) or positioning sensor unit (psu) . Checked I/o hub and computer cable connections. The medtronic representative noted that the only other times this issue was observed in person, is when the system was left on for over an hour; and it has been on for 2 hours this day with no change. Performed a final inspection of the camera cable at the bends and connections and does not see anything wrong. On 06/30/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.